Event description:
Healthcare professional later reported "rupture found at the time of explant". Device has been explanted.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #2. Aware date should have been listed as 25/apr/2024.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Healthcare professional later reported "rupture found at the time of explant". Device has been explanted.

Event description:
Healthcare professional reported, right side capsular contracture, baker grade IV. Healthcare professional, later reported, "rupture. Found at the time of explant". Device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of capsular contracture and rupture was received on march 26, 2024, with lot number 2423114. Based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to observe, as it is not related to the device. Rupture: observed, broken assessed, as fold flaw opening. Additional observations: observed, stress marks assessed, as non penetrating nick. No further actions are required ,since no manufacturing issue is observed.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade IV. Device remains implanted.